Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. Boston scientific rec'd info that, during a routine f/u, this right ventricular (rv) lead displayed a loss of capture (loc). A fluoroscopic examination was performed, and revealed this rv lead had dislodged. A repositioning procedure was attempted, but acceptable values were not obtained. The decision was made to implant a new rv lead. There were no adverse pt effects reported.